Event description:
A physician reported that the tip was bumpy, therefore, the shaft could not be inserted into the trocar during surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in section d.9, h.3, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was retuned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and the sample became stuck in the trocar. A visual assessment under a microscope was performed and revealed clear foreign material on the cannula. How or when this clear foreign material was deposited is inconclusive. The cannula outer diameter was measured to be 0.0223 inches, which is oversized compared to the specifications of 0.0200 - 0.0209 inches. In another location, the cannula outer diameter was measured to be 0.0202, which meets the alcon specifications. Unrelated to the customer reported event, the tip length was measured and found to be conforming. The returned probe was confirmed to have a clear foreign material. However, how or when the clear foreign material was deposited on the cannula is inconclusive. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).